Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device interrogated in ddd mode at 60 ppm. The device was programmed to aai for atrial sensing/capture tests and then programmed back to ddd. When the telemetry wand was removed, the device interrogated in aai mode. Subsequently, the device was replaced.